Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: one year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented on (B)(6) 2018 with purulent driveline drainage. The patient endorsed abdominal tenderness, chronic chills, cough, and chest pain, but was afebrile. The patient was admitted through the emergency department and was started on intravenous (IV) vancomycin and zosyn. Wound and blood bacterial cultures were obtained. No bacterial growth was observed. The patient was maintained on IV antibiotics until (B)(6) 2018 when culture growth was negative and the driveline drainage stopped.

Manufacturer narrative:
The patient remains on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.